Manufacturer narrative:
Insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 due to a high blood glucose level of 701 mg/dl. The customer was treated with insulin pump drip in the hospital. The insulin pump alarmed no delivery multiple times. The customer was wearing the insulin pump at the time of hospitalization. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.